Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, checkpoint verification failed, the pelvic array had to be adjusted but they were still having difficulty achieving appropriate registration. After numerous attempts it finally passed. Also the c-arm imaging was brought since after moving the pelvic array after initial registration would no longer allow to use software leg length and offset. There was 30 minute case delay while troubleshooting activities. The outcome of the case was successful.

Manufacturer narrative:
Reported event: an event regarding unintended movement involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 246 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding unintended movement. There were only 4 other reported events (action 137, 652, 993, 2299). Conclusion: the session data for this case was reviewed. An analysis of the bone registration, pelvic landmarks, and checkpoints area within the session data was completed. Based on the collected data, due to visibility problems with the probe and a shift of the pelvic array during the bone registration, there was a surgical delay. There were no issues with cup placement. The data at this time shows the mako operated as expected. No system defect or malfunction is suspected.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, checkpoint verification failed, the pelvic array had to be adjusted but they were still having difficulty achieving appropriate registration. After numerous attempts it finally passed. Also the c-arm imaging was brought since after moving the pelvic array after initial registration would no longer allow to use software leg length and offset. There was 30 minute case delay while troubleshooting activities. The outcome of the case was successful.